Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 95% to 20% while connected to a power source. In addition, the pump was unable to be charged despite the attempt of multiple wall adapters and power sources. The customer's blood glucose level was 119 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy.